Event description:
The hospital biomedical engineer reported an issue encountered with the mps console during use. He reported that the console displayed the error code for "air in heat exchanger" on more than one occasion during the surgical procedure. He reported that as a result of the error code, the perfusionist was able to manually clamp and unclamp the line to expel any air and resume the procedure. There have been no patient complications reported as a result of the alleged event. No patient identifying information was provided by the hospital. The manufacturer's field service engineer will evaluate the console at the user facility.

Manufacturer narrative:
Quest medical, inc. Has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Quest medical, inc. Defers to the patient's physician regarding medical history.